Manufacturer narrative:
(B)(4). The device involved in the event was not returned; therefore a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received.

Event description:
On an unspecified date, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. Report indicated that the patient had infection with (B)(6) around the stoma site which may affect the inner tube being replaced. Patient was going to be prescribed antibiotic therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). A batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. No defect, deficiency, or malfunction of the abbvie peg tube was described. A return sample evaluation was not performed because tubing was not available. No corrective or preventive actions have been identified at this time.